Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). It was reported that trial patient had a uti and was on medication for it. More information was received on (B)(6) 2018 with trial patient reporting that during the night they were laying on the device and the morning of the report, they had burning and a tingling sensation going down their leg. It was reviewed for them to decrease stimulation to a level that they could feel was comfortable as they stated they could really feel it. Trial patient decreased stimulation to 2.2. It was suggested they contact their healthcare professional. No further complications were reported or anticipated.